Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site 09/30/2015. Medtronic investigation of returned suspect device finds that the returned articulating arm failed the force test, 9734252-12, at step 2.2g. The set arm should have held with horizontal force up to 10 lbs, but failed at 6 lbs in either direction. The lot code indicates this arm was manufactured eight years ago. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system articulating arm was damaged. No further details regarding the damage, or how it occurred, were provided. This issue was identified prior to the start of a procedure. There was no patient present when this issue was identified.